Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. (B)(4).

Event description:
It was reported that the patient experienced stars flashing. The patient started a transmission because of this. High ventricular rate was detected. The patient was stable.